Event description:
It was reported the device exhibited 'error code: 41786'. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The error code 41786 was shown when the device was powered on. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The customer wants to have the unit unrepaired.